Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a damaged scope socket. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" was generated. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, the inspection of the device identified socket damage, and a sign of moisture on the terminals. As a result, it is likely that the phenomenon occurred due to any one, or both of those issues. Regarding the damage to the socket and sign of moisture, it is possible that they occurred due to user handling. The following verbiage is identified within the operation manual, which may help prevent the phenomena: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance for this device.